Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Per the instructions for use (IFU): high watts alarms, are an indication that the pump watts has exceeded the high power alarm threshold, may be indicative of thrombus or other tissue fragments in the pump, which are known potential complications associated with all patients implanted with vads as outlined in the labeling. The IFU addresses setting parameters for the high power alarm threshold, how to recognize high watt alarms and guidelines for optimal patient management (including therapeutic anticoagulation guidelines). Based on the available information a definitive conclusion cannot be made regarding factors potentially contributing to the reported suspected pump thrombus. Also the instructions for use (IFU) and patient manual include a reference guide for both visual and tone alarms including potential causes and actions to take. Log file analysis review date: august 19, 2015. Power consumption above normal operating range. Additional notes: 23 high watt alarms have been logged since (B)(6) 2015. The current high watt alarm limit is set to 10.5 w. A rise in power consumption has been logged starting (B)(6) 2015 to a peak of 7.5 w on (B)(6) 2015 outside of normal power consumption. The manufacturer will submit a supplemental report when new facts arise which materially alter information submitted in a previous MDR report.

Event description:
It was reported from the site that the patient is a bi-vad patient and that he has had above normal power consumption on log files and that the rvad shows signs of possible thrombus and lvad seems to be functioning normally. No additional information provided. Investigation is ongoing.

Manufacturer narrative:
Date of this report (11-05-2015). The (B)(4) was not returned for evaluation. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. The reported event was not confirmed via review of the controller log files which revealed normal pump parameters. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.